Event description:
It was reported that during the implant procedure, the physician was unable to extend the helix and the guidewire would not advance into the lead. The lead was replaced with no adverse consequences to the patent.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.